Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, after dividing the boyden's artery, the staples opened and caused bleeding. The staple line was stemmed with manual suture. After a few minutes, the corresponding arterial suture of the pulmonary lobe also opened resulting to blood loss of 500-600ml. The blood loss required the patient a blood transfusion. The laparoscopic procedure was converted to an open procedure due to the issue. The surgical time was extended for 30 minutes or more. Manual suturing was done to fix the issue.